Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved by manual compression for less than 30 minutes. The device was stored and prepared in accordance with the instructions for use (IFU). The mynx vcd was used in a diagnostic procedure employing a retrograde approach. The deployer was mynx-certified, and used a 5f non-cordis sheath. The suitability of the femoral artery was verified on angiography, confirming an insertion angle of 30-45 degrees and a vessel diameter of at least 5mm. The puncture site exhibited little tortuosity, was located in the common femoral artery (cfa), and showed no presence of peripheral vascular disease (pvd) or calcium in the vicinity. The mynx vcd was prepped according to IFU instructions, but the balloon lost pressure while inside the patient. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery. A non-sterile mynx control vascular closure device 5f was returned for investigation following a reported complaint. Visual inspection showed that button 1 and button 2 were not depressed. The stopcock was in the open position with no syringe attached to it, and there was no sheath inserted on the returned device. The sealant was present in its manufactured position, fully covered by the sealant sleeves, which did not show any type of damage or anomaly. The balloon¿s surface was observed using a high magnification technique to evaluate the surface conditions. During this analysis, a radial tear was clearly identified on the balloon¿s surface. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the radial tear found could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (although the customer reported that there was no presence of pvd or calcium in the vicinity of the puncture site) and/or concomitant device factors (which was not returned for analysis) most likely contributed to the reported event since a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause this type of damage to the balloon. According to the IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved by manual compression for less than 30 minutes. The device was stored and prepared in accordance with the instructions for use. The mynx vascular closure device (vcd) was used in a diagnostic procedure employing a retrograde approach. The deployer was mynx-certified, and used a 5f non-cordis sheath. The suitability of the femoral artery was verified on angiography, confirming an insertion angle of 30-45 degrees and a vessel diameter of at least 5mm. The puncture site exhibited little tortuosity, was located in the common femoral artery (cfa), and showed no presence of peripheral vascular disease (pvd) or calcium in the vicinity. The mynx vcd was prepped according to IFU instructions, but the balloon lost pressure while inside the patient. There was no prior pta, stent, or vascular graft in the common femoral artery. The device will be returned for evaluation.